Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc). The customer informed siemens of result flags on enzymatic creatinine_2 (ecre_2) patient results. The customer communicated that there was an issue with the lamp and it was replaced. Siemens reviewed the system data and is investigating the event.

Event description:
The customer obtained discordant falsely depressed enzymatic creatinine_2 (ecre_2) results for two patients on an advia 2400 chemistry system and reported the results to the physician(s). The customer used the same samples to perform repeat testing on an alternate advia 2400 chemistry system and noted the repeat results were higher. The customer considered the repeat results correct and issued corrected reports. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ecre_2 results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00206 on 22-jul-2022. Additional information (19-aug-2022): siemens reviewed the information provided and noted erratic reads in reaction curves for sample ids (B)(6) displaying negative absorbance values for portions of the curve. The customer had performed troubleshooting and replaced the lamp. The potential cause of falsely depressed enzymatic creatinine_2 (ecre_2) results is unknown. The customer noted no recurrence since the replacement of the lamp. The performance of the advia 2400 chemistry system was verified and acceptable. No further evaluation of the device was required.